Event description:
(B)(6). It was reported that during a coronary stenting treatment procedure, jailing of the diagonal occurred. The patient presented with sub sternal chest pain. No significant electrocardiogram changes were noted and the myocardial infraction was ruled out. Subsequently the patient was diagnosed with stable angina (ccs classification: 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending (lad). The lesion was 95% stenosed, 3.0mm in diameter and 10mm long. The 90% stenosis at the origin of the diagonal was dilated using a 2.5x15mm long apex balloon. Residual stenosis was 20%. The target lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Post deployment of the study stent in the mid lad, jailing of the diagonal was noted. Hence, 1.50x15mm and 2.0x15mm long apex balloons were used to dilate the lesion in the diagonal through the stent struts of the study stent. Post dilation was performed. Residual stenosis was 30%. The patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that the jailing of the diagonal occurred (B)(6) 2011 instead of (B)(6) 2011 as initially reported.

Manufacturer narrative:
Correction: even date corrected from (B)(6) 2011 to (B)(6) 2011. Correction: if implanted, date corrected from (B)(6) 2010 to (B)(6) 2011. (B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).